Event description:
The reporter stated the surgeon implanted a cq2015a collamer three piece lens in patient's right eye. Patient experiencing "focal rings and glare" since the time of surgery. Ucva 20/20. On (B)(6) 2014, a slit lamp exam showed trace of edema . On (B)(6) 2015 patient's vision is blurry close-up, but okay. Patient had yag laser surgery on (B)(6) 2015. Vitreous floaters behind iol. A lens exchange is pending. A supplemental medwatch will be submitted when additional information is received.

Manufacturer narrative:
[T weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). Device remains implanted.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Visual inspection of the returned product found the lens torn into two pieces. The lens was inspected under high magnification and no defect was observed. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, device history record review and returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated the lens was explanted on (B)(6) 2015. A capsulotomy and a vitrectomy were performed. Another same model but different diopter was implanted in the ciliary sulcus.